Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item# 00630505036, liner, lot # 61620254; 00630505036, neck, lot # 61645154; 00620205422, cup, lot # 61642601; 00877503602, head, lot # 2559388. Complaint was confirmed based on operative notes review. Review of primary op notes reveals that the there were no problems during initial surgery. Review of revision op notes reveals the poly liner was worn and ceramic head had eroded through the superior portion of the cup. During stem removal, the greater trochanter did fracture. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient suffered bone fracture during revision surgery during stem removal. Attempts have been made, and no further information has been provided.